Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer was advised that if the initial scope had the error code, the user may need to press the escape key a few times to clear the error before connecting to another scope. The customer was able to troubleshoot the device with no further problem by pressing the escape key. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus a b30 scope communication error while using evis exera iii xenon light source with three esophagogastroduodenoscopy scopes. There were no reports of patient or user harm associated with this event.